Manufacturer narrative:
(B)(4). As per the fsr, when attempting to back up configurations, the system could not read the configuration card. When attempting to download logs, the system could not access the service card. The system was rebooted but there was still no card access. During installation of a loaner ccmb the fsr was able to download logs. The unit operated to the manufacturer's specifications. During laboratory analysis on (B)(6) 2017, the pst observed a failed c35 capacitor on the pcmcia pcb that appeared burnt. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor b (ccmb) could not access the configuration card or the service data card. During laboratory analysis the product surveillance technician (pst) found a capacitor on the personal computer memory card international association (pcmcia) printed circuit board (pcb) was burnt. There was no patient involvement.